Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and genital haemorrhage ('abnormal bleeding (general);') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera from 2001 to 2007. Past adverse reactions to the above products included weight increased with depo provera. Concomitant products included naproxen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue.") And migraine ("migraines / headache"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia / inability to have sex"), nausea ("nausea;") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen, ibuprofen (motrin), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, fatigue, female sexual dysfunction, migraine, dyspareunia, vaginal discharge and back pain had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received : event ¿injury nos¿ was specified as pelvic pain, abdominal pain, back pain, headache, abnormal bleeding (general), apareunia (inability to have sexual intercourse), migraines, nausea, dyspareunia (painful sexual intercourse), vaginal discharge; fatigue. Case become incident. Reporter added, patient demographic added, essure insertion date updated and removal date added, events onset date, events severity, treatment drugs, historical drug and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.